Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation where the device rubbed her incision where she had previous chest tubes and it opened the skin causing an infection. The outcome of the irritation is not known.